Event description:
19 yr old pt admitted for revision of loose tibial polyethylene bearing mechanism of the left knee & repair of the quadriceps mechanism. A 12mm rotating hinge knee system was replaced. The axle was replaced as were the lock pin and tibial bushings. In addition, the yoke and femoral bushings were replaced. Pt was discharged to home on 3/23.